Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported the patient's therapy had stopped due to a power on reset (por). The patient said he was said he was seeing a weird message on the patient programmer. The por was an informational message. The steps were reviewed with the patient on how to clear the message. Troubleshooting was successful in clearing the message and the patient was able to turn stimulation back on. No further complications were reported. No additional patient symptoms were reported.